Event description:
Patient was revised to address back-side poly wear of the liner and osteolysis.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Base on the inability to determine a root cause, the need for corrective action was not indicated. The investigation has also determined that this product code is now obsolete. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.